Event description:
As reported via the edwards clinical specialist, approximately four and a half months s/p implantation of the sapien thv, the patient was admitted for moderate to severe aortic insufficiency (ai) due to paravalvular leak (pvl) of his sapien valve. He returned to the cath lab for an attempt to close the pvl; however, amplatzer plug placement was unsuccessful due to an inability to access the leak even with multiple wires and catheters. Two of the smaller pvls were minimized with pbav but the central ai appeared worsened, possibly from stretching the prosthesis. The pvl was mildly reduced in one area, but the total leak was moderate to severe. Although the patient left the room with mild to no improvement in his pvl, he was stable one day post op. The patient is under medical management and at last report, surgical aortic valve replacement was being considered but had not taken place. At the time of the index procedure, the sapien was implanted without any issues. An echo performed post deployment showed the sapien valve well seated in the aortic position with a trivial anterior jet of paravalvular regurgitation. The procedure was noted to be successful with no complications. Echo imaging performed one week s/p tavr procedure revealed moderate transvalvular regurgitation. It was noted that there was new mild-moderate aortic regurgitation. Echo report 9 days s/p tavr demonstrated a well seated sapien valve and mild anterior originating paravalvular regurgitation. In addition it was noted that there was restricted motion of two leaflets causing severe posteriorly directed mitral regurgitation.

Manufacturer narrative:
Per the instructions for use (IFU) complications associated with the use of bioprosthetic heart valves include paravalvular leak and central leak. Some pvl is expected post deployment. Many cases are mild to moderate, and either resolves over time or do not cause symptoms. Others may be more clinically significant and require intervention. The physicians undergo extensive training by edwards lifesciences in order to perform thv procedures. Training includes device preparation, approach, positioning and deployment, imaging, and proctored procedures. The physician's training manuals instruct the physician on the proper steps and techniques for successful valve deployment. Physicians are trained to take into account patient factors, such as significant valve over-sizing (= 4 mm), severe septal hypertrophy, minimal valve/leaflet calcification, and preserved ejection fraction (ef). Technical considerations include improper image intensifier (I/I) angle, non-coaxial alignment of the guidewire/ valve/ delivery system, improper valve position pre-deployment, balloon inflation = 3 sec during deployment, or loss of pacing capture during deployment in this case, the exact cause of the aortic regurgitation (central and pvl) cannot be determined. According to the implanting physicians during the reintervention procedure, tee imaging revealed that the sapien valve was undersized since there was moderate ai due to the pvls and from what appeared to be a fully dilated sapien valve. This patient was noted to have moderate native aortic valve calcification (with 2-4mm plaque thickness) which could have also caused or contributed to the presence of pvl pockets post sapien valve deployment. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Manufacturer narrative:
Additional information was received regarding the patient's death approximately 5 months post sapien valve implantation. Review of the medical records indicates that the patient was readmitted to the hospital for chf which was attributed to a worsened, and now significant, paravalvular leak (pvl). He was taken to the cath lab for percutaneous closure of the pvl but the attempt was not successful 'due to inadequate equipment.' He returned to the cath lab approximately 3 weeks later for another attempt to close the pvl, which was also unsuccessful, due to an inability to cross the micro-catheter into the pvl. During one of the attempts to cross the pvl, 'it was soon realized that the glidewire was in the lcx. As such, the wire and microcatheter was pulled back, and angiography undertaken,' which demonstrated no perforation or dissection. The case was aborted, at this point. Shortly after the patient was prepared for transfer out of the lab, he developed an acute desaturation, pea, and a code was activated. During this time, he received CPR, medications, and defibrillation for intermittent ventricular tachycardia. Given the instrumentation in the lcx during the failed pvl closure, urgent angiography was performed. The mid circumflex, which has a pre-existing 90% stenosis, was now 100% occluded (timi 0 flow). It was successfully angioplastied; (0% residual stenosis). An impella device was inserted for lv support and a flow rate of 3.5 l/min was achieved; however, he continued to deteriorate with dropping bp and continuing vt and after 20 additional minutes of CPR, he was pronounced dead on the cath lab table. Per the IFU, death is a potential risk associated with the overall tavr procedure, general anesthesia, and the use of angiography. The tavr patient population is typically are non-operative and/or extremely high risk and have complex medical histories and multiple co-morbidities. In this case, the patient had a pre-existing coronary lesion that occluded completely during the attempt to close the pvl. This led to myocardial ischemia, the arrhythmias reported along with the hemodynamic collapse, and ultimately led to the patient's death.